Event description:
It was reported to philips that the device won't turn on. The filed service engineer (fse) evaluated the device and found it needs a processor pca. Upon conclusion of the evaluation, it was determined that the processor pca requires replacement. It was replaced. The device passed testing and was put back into service.

Event description:
It was reported to philips that the device won't turn on. There was no patient involvement.